Event description:
Reportedly, the suregeon using blunt tip trocar, syring and endocatch. Endocatch bag disintegrtated inside patient forcing manual removal of appendix and contents. Procedure remained closed and no sepsis.